Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033090) on 31-jan-2014. The most recent information was received on 08-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('really heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion disability) and experienced abdominal pain ("constant pain abdomen and back"), back pain ("constant pain abdomen and back"), fatigue ("fatigue") and abdominal distension ("blotting"). At the time of the report, the menorrhagia had not resolved and the abdominal pain, back pain, fatigue and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, fatigue and menorrhagia with essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc(product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033090) on 31-jan-2014. The most recent information was received on 03-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('really heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion disability) and experienced abdominal pain ("constant pain abdomen and back"), back pain ("constant pain abdomen and back"), fatigue ("fatigue") and abdominal distension ("blotting"). At the time of the report, the heavy menstrual bleeding had not resolved and the abdominal pain, back pain, fatigue and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, fatigue and heavy menstrual bleeding with essure. The reporter commented: discrepancy noted for essure insertion date 01aug2011 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: case was also received via lawyer. Also: imdrf-FDA synchronization on 30-apr-2021: all required follow-up attempts were completed incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033090) on 31-jan-2014. The most recent information was received on 09-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('really heavy periods') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("blotting") and experienced abdominal pain ("constant pain abdomen and back"), back pain ("constant pain abdomen and back") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding and abdominal distension had not resolved and the abdominal pain, back pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, fatigue and heavy menstrual bleeding with essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2011. Lot number: 869763 manufacturing date: 2011-06 expiration date: 2014-06 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033090) on 31-jan-2014. The most recent information was received on 30-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('really heavy periods') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and perineal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("blotting") and experienced abdominal pain ("constant pain abdomen and back"), back pain ("constant pain abdomen and back") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding and abdominal distension had not resolved and the abdominal pain, back pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, fatigue and heavy menstrual bleeding with essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2011. Lot number- 869763. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received : reporter information, medical history and lot number added. Essure removal reported. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.